Event description:
It was reported that during a routine annual follow-up, an increase in the device's battery consumption was observed. All values were checked, including sensing, impedance, and thresholds, and were all observed to be stable. The patient paces less than 1% in both chambers; however, it was noted that the battery usage was at 199%, despite low outputs and practically no pacing. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device has been explanted and replaced, and is expected for return. No additional adverse effects to the patient were reported.

Manufacturer narrative:
This device is expected to be returned for analysis. Upon the completion of the investigation, a supplemental report will be submitted. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during a routine follow-up, an increase in the device's battery consumption was observed. All values were checked, including sensing, impedance, and thresholds, and were all observed to be stable. The patient paces less than 1% in both chambers; however, it was noted that the battery usage was at 199% despite low outputs and practically no pacing. A copy of device memory was saved and submitted for analysis. Engineering review of the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. The patient is currently being monitored via latitude (home monitoring system). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during a routine annual follow-up, an increase in the device's battery consumption was observed. All values were checked, including sensing, impedance, and thresholds, and were all observed to be stable. The patient paces less than 1% in both chambers; however, it was noted that the battery usage was at 199%, despite low outputs and practically no pacing. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, the ts consultant recommended replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.